Manufacturer narrative:
The investigation for limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-13707: h6 code 4641 and 4642 were reported incorrectly.

Event description:
The complainant reported that during impella cp support, the patient experienced limb ischemia that led to the pump being explanted. The patient¿s vessel was successfully closed with a prostyle system, and no further limb ischemia occurred after removal of the pump. Care was eventually withdrawn, and the patient expired. The use of the impella device cannot be conclusively associated with the patient¿s outcome.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿